Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was 300-304 mg/dl. A correction bolus was delivered. Bg did not lower. Customer was admitted to the hospital the next day for elevated bg and diabetic ketoacidosis (dka). Insulin drip was administered and elevated bg/dka were resolved. There was no permanent damage. Tandem technical support assisted the customer with putting the pump in storage mode during hospital stay. Upon follow up, customer reported to have been discharged on (B)(6) 2019.